Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was rattling during testing, emitted an unusual noise, emits an unusual noise (rattles) on the smallest diameter k-wire setting, the internal components were corroded, the clamp was broken and there was an unknown liquid found on the internal components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by improper cleaning methods. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary acetabular repair surgical procedure on a canine, it was observed that the quick coupling device rattled on the lowest setting and lubricant came out of the device. It was reported that nothing fell into the incision/open wound. There was a two minute delay in the surgical procedure. A spare device was available for use to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.